Manufacturer narrative:
Device not returned to manufacturer.

Event description:
The manufacturer received information alleging a ventilator was displaying incorrect parameter measurements. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator was displaying incorrect parameter measurements. There was no harm or injury reported. During evaluation at a third party service center the complaint of incorrect parameter measurements could not be confirmed. The device was tested and functioned in parameters. The air inlet foam filter was changed as part of preventive maintenance. The tubing and filters were verified and cleaned. No problems with the device were identified. H3 other text : device evaluated by third party service center.